Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the investigation has been completed. Evaluation: conclusions: a follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported that during an aortic angiography procedure the rotator broke. No harm or injury was reported. The customer reported two defective devices but did not provide any further info or clinical details for the additional event. Therefore, this single form FDA 3500a will be submitted for this complaint.